Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07may2019. The manufacturer's technician performed troubleshooting and confirmed the reported issue. The technician replaced the power switch overlay and the issue was resolved.

Event description:
It was reported that the unit's green light emitting diode (led) had an illumination failure. There was no patient involvement.